Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical field service went onsite. Replaced the mainboard vte (end tidal volume) and peep (positive end expiratory pressure) were unstable. Performed exhalation valve characterization. Performed ovp ( operator's verification procedure) and all test passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.